Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on with an illuminated display screen. Investigation did not confirm the alleged blank display screen. The display screen was, however, noted to be dim, faded and discolored. Unrelated to the original display complaint, the cartridge compartment was noted to be cracked from the top of the compartment towards the bottom on the backside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was blank. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.